Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer confirmed the reported failure that the compressor was intermittently failing after a few hours. After the replacement of the printed-circuit (pc) board, the compressor was running as expected and the device was returned back to clinical usage. The returned pc-board was installed in a reference compressor and simulated use tested successfully, i.e. Without any faults detected. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to a stoppage of ventilation. The reported issue was not reproduced in our reference compressor, therefore the cause could not be determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the compressor that was connected to it generated a low pressure alarm intermittently. There was no patient harm reported. (B)(4).